Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was "high" with high/large ketones; although specific value was not provided. The elevated bg was addressed by a correction bolus via the pump.